Event description:
It was reported that patient experienced autoreducing. Lead diagnostics showed that the left l3 leads has high impedances on all 4 contacts. Reprogramming and repositioning were attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024, and it was discovered that the l3 lead was working with no problems. The l2 lead was fractured and not working. The l2 was partially removed and therapy was restored to the l3 lead post-op.

Manufacturer narrative:
Correction: section d4 - additional device information: serial number, lot number, expiration date, primary unique identification (UDI) number corrected correction: section h4 - device manufacture date corrected the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.